Event description:
The front screws of the lock toilet seat became loose and caused the seat to come off of the toilet while the mother of rptr was using it. As a result, her mother fell off of the toilet along with the toilet seat and suffered broken ribs and a minor injury to the elbow. Rptr stated that the screws would come loose despite her numerous attempts at tightening them.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown, none or unknown, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.